Event description:
Surgeon reported a posterior tear with dropped nucleus. Surgeon indicated lens was placed in sulcus and patient was referred to a retina specialist for further treatment. Surgeon indicated he pushed too hard posteriorly while cracking the lens which resulted in the reported event.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. There were no unusual findings related to the reported issue. No testing was performed as no parts were returned. Per the complaint follow-up questionnaire, the rhexis was completely free and the surgeon pushed posterior too hard while trying to crack the lens. Based on available info, the likely cause of the reported issue was due to the surgeon pushing too posterior while trying to crack the lens. (B)(4).